Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h03044, h13i13033 and h13j16092 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain and slow drain. Four days prior to receipt of this report the patient was treated with vancomycin 1-2 grams, one dose (route not reported). One day prior to receipt of this report the patient was treated with ancef 1 gram, daily for a total of 3 weeks (route not reported). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. At the time of this report the patient was recovering from the peritonitis event. No additional information is available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. (B)(4).